Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 470 mg/dl. Customer stated that they cannot get rid of blood glucose required on the screen. Customer entered blood glucose reading multiple times and last time was 440 mg/dl. Customer's current blood glucose readings were 351 mg/dl and 347 mg/dl. Customer was using insulin pump within 48 hours of high blood glucose incident. Auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.